Event description:
The complainant has reported that a female pt (age unk) underwent a therapeutic procedure for sigmoid polyp removal. The resolution clip device was ultilized to control bleeding at a large post polypectomy blood. Htis was the third resolution clip device that was attempted. The clip did grasp the tissue at the bleed site; however, it would not complete the deployment sequence by releasing from the catheter. This clip was pulled from the mucosa. A previous clip was successfully deployed. The initial clip device attempted (please noted associated medwatch 600048-2006-00192, resulted in the same non-deployment/detachment from the device. The procedure was successfully completed with use of another type of hemostasis clips. The pt condition is listed as satisfactory upon completion of the procedure.